Event description:
A chest tube was placed on a patient in ed [emergency department?] For a right sided pneumothorax (collection of gas within the pleural cavity). Three days later, the cardiothoracic surgical team was consulted due to persistent air leak, apical pulmonary blebs, and changes noted on computer tomography (CT) scan. Due to concerns that pneumothorax would not seal spontaneously, the decision was made to take the patient to the cardiovascular operating room (cvor) for talc pleurodesis and bleb resection. Patient was taken to the operating room and upon entry to the chest cavity, a foreign body (fb) was identified. Fb was removed and sent to pathology. Per pathology report fb is "elongated, cylindrical portion of clear plastic tubing, 10.0 cm in length and 0.5cm in diameter fb was identified as the chest tube pigtail straightener. Providers asked this event to be reported to manufacturer for an improvement consideration. Following revision/inspection, it was found that the pigtail straightener was very difficult to see as it is clear and not radiopaque. Health care provider recommendation to the manufacturer is for the pigtail straightener to be radiopaque, and that some color should be added to it for better visualization (e.g., red line).